Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, interrogation revealed a recommended replacement time (rrt) message. Measured battery data was 2.75v, 13ua, <1 kohms. The rrt message was cleared, but reappeared with multiple interrogations. The device was subsequently replaced.